Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device needed tightening since it produced thin grafts. The event occurred during surgery with no harm. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) fourteen times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device did not work smoothly and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6), 2017 revealed that the control bar was not within the requirements. The blade was too low (too much of the control bar was above the blade). The motor speed and calibration were within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the control bar was not within the requirements where the blade was too low (too much of the control bar was above the blade). The root cause of the reported event was due to control bar which was not with in the requirements and the blade was too low. The issue was resolved with the replacement of the ball detent, damaged head, and damaged control bar, thickness lever, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the device needs tightening since it produced thin grafts. The event occurred during surgery and an additional graft was required from the patient. No additional patient consequences have been reported.